Manufacturer narrative:
Analysis received the unit with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic or motor assemblies. There was no display ramping on its own anomaly was noted during the testing. The unit alarmed motor error during the basic occlusion test and was unable to prime due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 147 mg/dl at the time of incident. The customer's wife was advised that the insulin pump will need to be replaced. The customer's wife was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.